Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel and adjust belt messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the j500 connector. The root cause for the strained cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt and adjust belt messages.